Manufacturer narrative:
(B)(4).

Event description:
It is reported that this event occurred in the patient's room. The insertion site was the internal jugular vein. Half a day after the placement of the catheter, the user found about 1cm of swelling at the insertion site. As a result, the catheter was removed and a new catheter was inserted via the femoral vein. The patient received the dermatologist's medical examination and the progress was monitored. There was no delay in treatment. There was no reported patient complications, injuries, or death.